Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified in procode. As the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for evaluation and one photo was provided for review. The investigation is confirmed for material separation; however, the investigation is inconclusive for activation problem. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation and activation problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient age, sex and weight were not provided.